Event description:
It was reported that the patient received several inappropriate shocks due to noise on the right ventricular (rv) lead. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.